Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "minimal amount of peri-implant fluid". Continued e.1 phone number: (B)(6) .

Event description:
Healthcare professional reported right side "minimal amount of peri-implant fluid" and "subcentimeter cysts" diagnosed by MRI. Device remains implanted.